Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. The customer reported short battery life. The customer was calling back within 1 week of troubleshooting with same low battery/short battery life issue. Customer was using aa lithium battery as recommended. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump passed active current measurement and self test. However, unit received with high sleep current. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1, j7 connector/pcba 2/motor/force sensor]. Swapped pcba 2 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. In further full review in the pump history found unexpected low battery alarms on 05/27/2024 18:44:00, 05/24/2024 14:05:00, and on 05/20/2024 22:04:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and keypad overlay scratched. Customer alleged for unexpected low battery alert, confirmed in the pump history and pump received with a high sleep current measurement due to moisture damage on [pcba 2]. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.